Event description:
It was originally reported by the pt that she was diagnosed with an eye infection in both eyes with her previous box of contact lenses. The infection has resolved and she has resumed lens wear. Steroid drops and other eye drops were given to resolve the event. Additional info was received from the treating eye care professional (ecp) on (B)(6) 2014 that the pt was treated for an ulcer and infection at the same time. She was treated with an erythromycin oth-1 time a day for 3 weeks as well as unk eye drop - 3 times a day for over three weeks. It is noted that there was mucopurulent discharge, redness and discomfort and the location of the ulcer was peripheral. No infiltrates, no corneal staining and no permanent scarring noted. Additional info was received from the ecp on 09/05/2014 stating that the date of the event was (B)(6) 2013 and occurred in the right eye. The lens was worn for 14 days continuously before the onset of the event occurred. It is unk how old the lens was that was being worn. No biopsy was performed. The pt experienced mild discomfort, mild redness, unk discharge, and no anterior chamber reaction. The ulcer was peripheral location of unk size. No infiltrates were present and there was no corneal staining. No permanent scarring was noted. The clinical diagnosis for this event was "staph marginal keratitis." Maxitrol in the right eye 4x a day and lid hygiene and unk medication in both eyes at bedtime was prescribed. A follow up appointment had been scheduled for (B)(6) 2013 and the event is currently resolved and the pt has resumed lens wear. The best corrected visual acuity in the right eye prior to the symptoms was 20/20 and the best corrected visual acuity in the right eye after the symptoms was 20/40. Additional info received on 09/16/2014 from the ecp stating that the pt was prescribed maxitrol drop and ilotycin ointment which may have caused the decrease in visual acuity at the time of last follow up. No general follow up was conducted after the medication was discontinued.

Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for eval. There were no nonconformities or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).